Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated errors 23068. The customer disabled the affected universal surgical manipulator (usm). The procedure was completed with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on the in-house system and failed the normal mode triggering the error 23068 pointing to degrees of freedom (dof) 8. The unit also failed carriage friction test on the test platform on dof 8. Opened carriage and found contamination on dof 5, 7 and 8 mirror and instrument sterile adapter (isa) printed circuit assembly (pca). The unit passed direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, brake test, carriage switches, carriage/axes controller motor (acm) fan and fiber test. Root cause of this failure is attributed to component failure.